Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that intra-operative, small pieces of metal broke off from the blade. Multiple blades were utilized. The metal pieces were removed via suction. The issue created a fifteen to twenty minute surgical delay and no patient injury was reported. No product will be returning for evaluation as the items were discarded post-op.